Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8835, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, information was received from a consumer regarding a (B)(6)-year-old, female patient who was receiving dilaudid (dose and concentration unknown) via an implantable pump for non-malignant pain. On (B)(6) 2016, the patient saw code 8286 (empty reservoir) on their personal therapy manager (ptm). The patient was due for a refill on (B)(6) 2016 and was not hearing the pump alarm. No patient symptoms were reported. The patient planned on calling their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.